Manufacturer narrative:
No product was returned. Review of the device history record confirmed that lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament, as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that an angio-seal vip was selected for use post diagnostic procedure. The next day, the puncture site bleeding began and the patient experienced retroperitoneal bleeding. The patient was taken to surgery and afterwards transferred to the intensive care unit. The patient has since recovered and been discharged. No additional information was available.